Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with defect found on the meter producing high reading;returned test strips no defect found. The root cause investigation of high reading is foreign material on the strip connector.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the result obtained. The customer's expected fasting blood glucose test result range is 120 to 180mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a blood test was performed by the customer non-fasting and produced a test result of 453mg/dl. The test strip lot manufacturer's expiration date is 05/24/2018 and open vial date is approximately three week ago. The meter memory was reviewed for previous test result history: (B)(6). Customer states that was using the true result meter for years. Customer was given the true track meter to use now. Customer states that the true result meter was consistent and now customer is getting high results since using the true track meter. Customer states that the meter is giving results in the 300-400mg/dl. Customer normal glucose range is 120-180mg/dl and his last a1c test was 7.2 .it is observed the aic indicator is above the normal range. Customer test fasting once a day. Nothing has changed with the diet or exercise.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the result obtained. The customer's expected fasting blood glucose test result range is 120 to 180mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a blood test was performed by the customer non-fasting and produced a test result of 453mg/dl. The test strip lot manufacturer's expiration date is 05/24/2018 and open vial date is approximately three week ago. The meter memory was reviewed for previous test result history: the 364mg/dl (B)(6) 2016 10:43 am fasting: yes, the 287mg/dl (B)(6) 2016 08:04 am fasting: yes, the 413mg/dl (B)(6) 2016 09:30 am fasting: yes, the 288mg/dl (B)(6) 2016 10:45 am fasting: yes, the 256mg/dl (B)(6) 2016 08:45 am fasting: yes. Customer states that was using the true result meter for years. Customer was given the true track meter to use now. Customer states that the true result meter was consistent and now customer is getting high results since using the true track meter. Customer states that the meter is giving results in the 300-400mg/dl. Customer normal glucose range is 120-180mg/dl and his last a1c test was 7.2. It is observed the aic indicator is above the normal range. Customer test fasting once a day. Nothing has changed with the diet or exercise.